Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity as the battery appeared to be depleting more quickly than expected. Device remains in service. Device replacement was recommended. No adverse patient effects.